Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4).(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. As a result of the testing, the sample collected from the distal end of the device tested positive for gram positive bacteria (1 cfu/endoscope) the testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected in the sample collected from the subject device. [First time; (B)(6) 2020] the all channels: micrococcus sp (1 cfu/endoscope), bacillus gram oxidase + not identifiable (1 cfu/endoscope), citrobacter freundii (1 cfu/endoscope), coagulase negative staphylococci (3 cfu/endoscope). [Second time; (B)(6) 2020] the suction channel: staphylococcus lugdunensis (38 cfu/endoscope), bacillus spp. Mesophiles (2 cfu/endoscope), coagulase positive staphylococci (24 cfu/endoscope), coagulase negative staphylococci (50 cfu/endoscope) the distal end: staphylococcus capitis ss capitis (23 cfu/endoscope), gram bacillus + sporulated (1 cfu/endoscope), coagulase negative staphylococci (18 cfu/endoscope) the instrument channel: micrococcus sp (9 cfu/endoscope), coagulase negative staphylococci (20 cfu/endoscope) the air/water channel: micrococcus sp (9 cfu/endoscope), coagulase negative staphylococci (8 cfu/endoscope) [third time; (B)(6) 2020] the air/water channel: coagulase negative staphylococci (1 cfu/endoscope) the instrument channel: coagulase negative staphylococci (1 cfu/endoscope) the distal end: gemella morbillorum (1 cfu/endoscope), coagulase negative staphylococci (8 cfu/endoscope), citrobacter freundii (1 cfu/endoscope) [fourth time; (B)(6) 2020] the instrument channel: unspecified microbes (1 cfu/endoscope), bacillus spp. Mesophiles (2 cfu/endoscope), coagulase negative staphylococci (3 cfu/endoscope) the suction channel: unspecified microbes (1 cfu/endoscope), coagulase negative staphylococci (2 cfu/endoscope) the distal end: micrococcus sp (1 cfu/endoscope), gram bacillus + sporulated (1 cfu/endoscope), bacillus spp. Mesophiles (1 cfu/endoscope) the device had been reprocessed with an olympus automated endoscope reprocessor model etd4 (not available in the USA), using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.